Event description:
It was reported via a clinical shoulder study, that 76 yo male patient, who had a rtsa, underwent a revision procedure. The patient presented with pain. There was radiographic evidence of humeral component loosening. The standard humeral stem, torque screw, humeral tray, humeral liner were removed. The outcome indicates resolved. Definitely related to device and unlikely related to the procedure. No further information.